Event description:
It was reported that a patient experiencing muscle stimulation presented to the clinic for a routine follow up. Upon interrogation, the device exhibited backup vvi operation. After a software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.